Manufacturer narrative:
The bilirubin total gen.3 reagent lot number is 80238701, and the expiration date is 31-dec-2025. During the investigation, it was discovered that the customer has non-roche reagents installed on the instrument. A field service engineer (fse) cleaned the washing pipettes and replaced the dryer teflon. The wash levels were adjusted, and a reagent purge check was completed. They replaced the bilirubin reagent pack after a failed calibration of the pack that was in use. A calibration was completed on the new pack and passed. Qc was completed and passed. It was also discovered that the tubes being used by the customer are incorrectly filled, and the clotting time is too short. In the alarm trace report, there are sample-related alarms for pipetting errors that are consistent with a pre-analytical issue. The investigation is ongoing.

Event description:
There was an allegation of questionable bilirubin total gen.3 results from the cobas c 503 analytical unit. Patient 1's initial result was 1.360 mg/dl, and the repeat result was 0.521 mg/dl. The initial result was not reported outside of the laboratory. Patient 2's initial result was 1.99 mg/dl, and the repeat result was 1.11.

Manufacturer narrative:
The investigation was unable to determine a direct root cause, as several actions took place at the same time. The issue has been resolved.